Event description:
The hosp reported that during a multiple coronary artery bypass procedure, one heartstring seal cracked and one did not deploy out of the delivery tube into the aorta. Replacement heartstring seals were used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.